Event description:
During svc the unit was found to motor stall with low pressure alarm, due to stator being out of specification, which was caused by the hall sensors being damaged when unit was dropped.